Event description:
Complainant alleged that during biomed testing, the pt impedance reading on the device was out of specification. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval, and this complaint is still under investigation.